Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate products. Associated MDR #'s 1225714-2013-01524 and 1225714-2013-01525.

Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
The additional information noted that the patient expired, but it did not specifically state a date of death. Additionally, the MFR report number for this file was reported incorrectly. The correct associated MFR report numbers for this event are 1225714-2013-01524 and 1225714-2013-01525. This is one of two device reports for this event. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient subsequently expired.